Event description:
Customer's father reported that the customer had an emergency visit due to high blood glucose level. The blood glucose was 666 mg/dl. Customer stated that the insulin pump was not delivering insulin properly. Customer felt the following symptoms: very weak, tired, thirsty and frequent urinating. Customer also stated that there have been a series of no delivery alarms. Troubleshooting was performed and there was no delivery alarm during basal, bolus and fixed prime. Customer removed the infusion set and found that the cannula was bent that could have caused the no delivery alarm. Customer's blood glucose at the time of call was 327 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.